Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After impacting the cup, a crack was noticed in the posterior wall of the acetabulum.